Manufacturer narrative:
(B)(4). The insulin pump was received not stuck in the manufacturing mode. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm, replace battery now alarm, low battery alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed pump error was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received several replace battery alarms previously also experienced a power error detected alarm. The customer¿s blood glucose level was unknown. The customer had done on several occasions, but the battery still alarming for change now. Advised the pump would be replaced. The insulin pump will be returned for analysis.